Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Per the customer, the sample was discarded.

Event description:
A nurse reported that a patient commenced haemofiltration with accusol 35. The machine used was an aquarius machine which was set to automatic degassing. The therapy settings were blood flow 200ml/h, predilution 700ml/h, postdilution 2800ml/h and the temperature was 37degrees celsius. Potassium chloride 20mmol dose was added to the accusol bags, but no medication was added through the lines. All 4 bags of accusol were mixed and were connected to the machine. On (B)(6) 2010, 52 hours after commencing therapy, (and the lines being set on the machine, precipitation was observed in the heating coiler, between heating coiler and degassing chamber, in the degassing chamber, between degassing chamber and predilution pump, between degassing chamber and postdilution pump and after predilution pump. A balance alarm (B)(4) was noticed before the precipitation was observed. After the precipitation was noticed treatment was discontinued. No further information was provided. No patient injury was reported.

Manufacturer narrative:
(B)(4). A review of the batch file (B)(4) was found to be acceptable. Retention samples were visually evaluated and found to be acceptable. Analysis of samples for previous complaints for this issue confirms that the precipitates consist of calcium carbonates. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).